Event description:
It was reported that the nurse got an alert 01(patient line open) and 02 (low flow) on the floor in an arctic sun device but had not receive any alerts down in biomed. They will run a functional verification and call back if they get any alarms or issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse got an alert 01 (patient line open) and 02 (low flow) on the floor in an arctic sun device but had not receive any alerts down in biomed. They will run a functional verification and call back if they get any alarms or issues.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Biomed had not received any alerts. Biomed will run a functional verification and call back if there are any alarms or issues. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.